Event description:
The user facility reported that the sheath became separated during a peripheral angiogram procedure. The following information was provided by the user facility: (1) the sheath "snapped twice" during removal; (2) the attending physician was unable to retrieve the entire sheath; (3) a vascular surgeon was consulted and was able to remove the entire sheath using a clamp device; (4) the original procedure was completed successfully; and (5) there was no reported patient impact as a result of the event.

Manufacturer narrative:
Results - is based upon evaluation of the returned sample and user facility information; is based upon testing of reserve samples conclusions - is based upon evaluation of the returned sample and user facility information; is based upon testing of reserve samples examination of the return sample confirmed: (1) both the inner and outer layers of the sheath were separated in two locations; (2) magnified inspection of the separated areas revealed the edges were jagged and there was thinning of the outer coating, both indications that the sheath had been pulled; and (3) the inner coil wire was extremely stretched. Evaluation of representative retained samples (from the reported lot, the previous lot & the subsequent lot) confirmed no evidence of abnormalities or defects. Testing of the reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are most consistent with the wire having been damaged as a result of continued attempts to manipulate the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).